Event description:
It was reported that six weeks following a stent placement, as they were removing the stent, the upper part of the device broke off in the kidney where its remains. The stent was scheduled to be removed in 2000. If the product is returned for evaluation, a follow-up reported will be submitted.